Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic and it was noted that the right ventricular lead exhibited loss of capture and a decrease in r waves. The device was reprogrammed. The patient was in stable condition after the event.